Event description:
The below narrative includes initial and additional information received from a consumer on (B)(6) 2011 plus subsequent follow-up: this case involves a (B)(6) female who has an unk past medical history and concomitant medication record. The consumer received poly-l-lactic acid [sculptra aesthetic] administered into her cheeks and chin by her dermatologist for deep wrinkles and hollow in her cheeks starting on (B)(6) 2010, from 3:45 pm to 5:45pm. She also received injections on (B)(6) 2010 at 4:15 pm and 11:05 am. She had an annual check up on (B)(6) 2010. She stated that all was fine until (B)(6) 2011, when she developed visible and palpable nodules in the cheek and chin areas where poly-l-lactic acid aesthetic had been placed. She also developed lumps under the eyes, upper cheeks, temples, chin and jawline. The consumer consulted with her dermatologist on (B)(6) 2011, who performed a procedure and a treatment of antibiotics have been suggested as an anti-inflammatory. On (B)(6) 2011, she began treatment with biaxin 500 mg twice a day for six weeks. On (B)(6) 2011, she started treatment with doxycline 50 mg 2 tablets twice a day for two weeks, then 1 twice a day, which was ongoing. No medical or lab tests were done. She consulted with a second physician who suggested having the nodules excised. The consumer contacted sanofi to inquire if the company has any specific treatment suggestions for the nodules. She reported she would never receive the injections again. At the time of this report, the nodules are still present. Medical history was provided. No further relevant information provided. Additional information was received from a consumer on (B)(6) 2011: pt's demographics, additional therapy dates, corrective treatment and medical history were provided.